Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of transseptal related event for the sapien 3 ultra valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 0. The device identification (di) numbers for edwards ultra delivery system are: (B)(4). Specific details are not available to determine if the event represents injury to the cardiac structures related to navigation through the atrial septum, need for deployment of a septal closure device, or something else. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure. The relationship of the device to the event is not known. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 ultra valve. This report summarizes 1 event of transseptal related event serious injury events for the sapien 3 ultra transcatheter heart valve for (B)(6) 2020. The age range for this event is 77. The breakdown for gender is as follows: 1 male. (B)(6) 2020 data extract includes data provided by acc for q4 2019 (october 1 ¿ december 31).

Manufacturer narrative:
Supplemental report to add noe statement and provide information.

Event description:
This report summarize <noe> 1 </noe> events of transseptal related event serious injury events for the sapien 3 ultra for (B)(6) 2020.

Manufacturer narrative:
This report have been updated. Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 transcatheter heart valve, a transseptal related event occurred. No additional information is available for this event.